Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to the patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (1g, ongoing, route, frequency not reported) and amikacin injection (500mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient has not been retrained for proper aseptic technique and will be conducted the following day. No additional information is available.